Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the extended position and clogged with blood and tissue. The reported event of a helix mechanism issue was confirmed. An x-ray inspection revealed an overtorqued inner coil consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix could successfully be retracted and extended. The measuered helix extension length met required performance specifications. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood and tissue and overtorqued inner coil in the connector region. The reported event of sensing anomaly was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, a decrease in sensing was noted on the right ventricular (rv) lead. The physician suspected a micro-dislodgement to be the cause of the event. While attempting to reposition the rv lead, the helix was unable to be retracted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.